Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited high capture threshold. No intervention was reported. Patient condition was unknown.